Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the universal handpiece was heating up during testing at the user facility. The account was using rigid saline reservoirs that were not delivering sufficient irrigation flow to cool the tip. The account has since switched to different saline bags with no further incident. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
The reported event of the system heating up was not duplicated; however, it can be confirmed by the given the reported information regarding this event. Based on the instructions for use, the use of a rigid saline irrigation container is a known cause for lack of irrigation resulting in overheating. Per the instructions for use: to install the collapsible irrigation container and irrigation tube. Warnings: always use a collapsible irrigation container. Do not use a rigid non-collapsible irrigation container. Failure to comply may cause the flow of irrigation to be drastically reduced and result in overheating of the handpiece tip and/or tip cover. Troubleshooting. Problem - handpiece irrigation is absent or weak. Cause - the irrigation tube is connected to a rigid, non-collapsible irrigation container. Action - removed the rigid, non-collapsible irrigation container. Connect the irrigation tube to a collapsible irrigation container. No failures were found with the device that could cause or contribute to the reported event. The device was serviced for preventative maintenance, and returned to the user facility.

Event description:
It was reported that the universal handpiece was heating up during testing at the user facility. The account was using rigid saline reservoirs that were not delivering sufficient irrigation flow to cool the tip. The account has since switched to different saline bags with no further incident. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.